Manufacturer narrative:
Gehc service personnel for the first issue, replaced the battery pack assembly and the second issue, could not duplicate problem. Although, found on the table sensor pcb the pot that controls the film slot door out of adjustment. Adjusted pot on the table sensor pcb the pot that controls the film slot door out of adjustment. Adjusted pot on the table sensor pcb for the I/r receiver transmitter in the film slot door way. Tested system by rebooting entire system several times and taking high and low fluoro shots. System operates as intended.

Event description:
Customer reported the first issue, intermittently receiving charger failure and the second issue is intermittently unable to finish performing self test at start up.